Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned ad investigated. A visual inspection was performed on the returned reader, and no physical damage or evidence of ¿too hot to hold¿ was observed. An attempt to perform a power consumption test was unsuccessful. The returned usb charger was visually inspected, and no issues were observed. A continuity test was performed on the returned usb cable using a cable tester, and no problems were found. The power adapter was visually inspected with no issues noted. A load test was conducted on the adc adapter, and measurements were within the specified range. The returned reader was sent for further investigation and de-cased. A visual inspection of the de-cased reader¿s printed circuit board assembly (pcba) revealed no signs of burn marks or corrosion. However, the anisotropic conductive film (acf) ribbon was found to be damaged. An extended investigation was conducted. The returned battery was measured and found to be within the required specifications. No abnormalities were observed, and the battery charged normally. A reader self-test was performed and failed. Off-current consumption testing was conducted to check the current draw of the returned reader. Off-current was measured within the required specification, indicating the reader was not drawing excessive electrical current from the battery. However, during charging of the returned reader and thermal inspection using a thermal camera, an abnormal hotspot was observed on the reader¿s u13 component. This indicates that the component was contributing to excessive electrical current draw during charging. This suggests the issue may be intermittent, explaining why off-current was within specification. The observed hotspot is a known symptom of a reader supplied with excess current through its charging function when a non-abbott power adapter is used. A cable tester confirmed no open circuits in the returned usb cable. A load test on the returned power adapter showed voltage and current within the specified range. Therefore, this issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's u13 component was observed. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated as this information was not submitted in the previous report.